Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, capacitor at location c112 was burnt on the auxiliary printed circuit board assembly (pcba). There is no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the printed circuit board assembly (pcba) board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.